Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The suture broke when tying. It is unknown how the case was completed. No device will be returned. There were no adverse patient consequences reported.